Event description:
The customer called to verify basal rate settings in the pump. The customer confirmed that the settings were correct. The customer was hospitalized about seven months ago. The customer stated that the pump settings were cleared. The customer also stated that when pump alarms, customer ignores the alarms and does not clear them. The customer declined to troubleshoot the pump at the time of call. The customer was instructed to check for alarms and clear the alarms. The customer was advised to follow the 2 hbg rule and to change out entire set every 2-3 days.